Manufacturer narrative:
Product analysis summary: the balloon was deflated, and the balloon folds were expanded. There was crystallised contrast visible in the balloon and inflation lumen. It was not possible to inflate the balloon due to the crystallised contrast in the inflation lumen and the balloon. The delivery system was placed in the water bath to disperse the crystallised contrast in order to attempt inflation. Upon removal the delivery system passed negative prep. The balloon was inflated to nominal pressure of 12 atm. Upon pressurisation the balloon filled with contrast. The balloon maintained pressure. There was no leak evident to the balloon or delivery system. There was no damage evident to the remainder of the delivery system. Image analysis: an image was returned of a balloon inflated in vivo. There appears to be air in the distal end of the balloon. There is no evidence of a balloon burst from the image. Though there appears to be a dark line protruding from the distal end of the device it can not be confirmed that this is contrast leaking due to the image being a still frame. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the proximal -mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated using a non-medtronic cutting balloon. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The device did not pass through a previously deployed stent. During stent deployment the balloon was inflated three times at 12 atm for 30 second durations. It was reported that during stent deployment a contrast leak was observed in the peripheral branch. The device was removed from the patient, upon inspection there was no blood observed within the balloon catheter and there were no inflation issues noted. It was indicated that there may be a small hole in the device which could not be visually observed. No patient injury was reported.